Manufacturer narrative:
This is related to MDR number 3011632150-2022-00094. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2022-00094. The patient was enrolled in the mimics 3d post market observational us registry study on the (B)(6) 2021. The patient was treated with two biomimics 3d (bm3d) stents (one stent was a 5.0 x 150mm stent (related to MDR 3011632150-2022-00094) and the other was a 6.0 x 150mm stent (the subject of this report) to treat a restenotic lesion of the sfa middle third to proximal popliteal artery in the left leg. An antegrade approach was used and the target lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The stent was post dilated with pta and also with a drug coated/drug eluting balloon. On the (B)(6) 2022 a restenosis of the treated segment (target lesion) occurred which was reported as possibly related to the device and target lesion related. It led to intervention on the target lesion which included drug coated balloon/drug eluting balloon and pta as well as atherectomy and shockwave therapy on the common femoral to posterior tibial ostial segment. The intervention was reported as a target lesion/vessel revascularisation (tlr/tvr). The restenosis event has been resolved and there is 0% stenosis and improved flow reported by the physician. The restenosis is reported as resolved/recovered. The devices remain implanted.

Event description:
This report is related to MDR number 3011632150-2022-00094. The patient was enrolled in the mimics 3d post market observational us registry study on the (B)(6) 2021. The patient was treated with two biomimics 3d (bm3d) stents ( one stent was a 5.0 x 150mm stent (related to MDR 3011632150-2022-00094) and the other was a 6.0 x 150mm stent (the subject of this report)) to treat a restenotic lesion of the sfa middle third to proximal popliteal artery in the left leg. An antegrade approach was used and the target lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The stent was post dilated with pta and also with a drug coated/drug eluting balloon. On the 12-sept-22 a restenosis of the treated vessel occurred which was reported as possibly related to the device and target lesion related. It led to intervention on the target lesion which included drug coated balloon/drug eluting balloon and pta angioplasty as well as atherectomy and shockwave therapy. The restenosis event has been resolved and there is 0% stenosis and improved flow reported by the physician. The restenosis is reported as resolved/recovered. The devices remain implanted.

Manufacturer narrative:
This is related to MDR number 3011632150-2022-00094. A detailed review of the device history record associated with this lot revealed no issues that are deemed related to this complaint. The investigation is on going and as soon as any additional information is made available or the investigation is concluded a follow-up supplemental report will be submitted.